Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed and found the helix disengaged from helical channel. The inner tubing kinked/buckled, the outer tubing overlay melted, the outer insulation cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), and blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
Infection was reported. The lead was removed. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.